Event description:
It was reported that arrhythmia and a cerebral vascular accident occurred. The patient's native aortic annulus was 22.4mm in diameter with moderate calcification and moderately tortuous anatomy. A 23mm lotus edge valve was selected and during deployment, wide qrs was observed on the electrocardiogram waveform, due to left bundle branch block (lbbb). The lotus edge valve was successfully implanted. The lbbb continued after the procedure and 'language disordered' was noted post procedure. Neither has resolved. No further complications were reported.